Event description:
It was reported when an asymptomatic patient presented in the operating room for a routine generator changeout, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was capped and replaced. The patient condition is stable.